Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire distal tip was detached/separated. In addition the guidewire was observed to be stretched, kinked/bent, and deformed. Information available indicated that the guidewire was kinked upon removal from its packaging. It is probable that the guidewire kink is due to handling. However based on the information available the exact cause for the tip stretch and deformation as well as to the break cannot be determined.

Event description:
Analysis of the returned device revealed that the guidewire is broken. There was no patient involvement.